Event description:
The customer reported a motor error alarm during a bolus delivery. The customer stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform functional tests due to the motor error alarms.